Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 11:49 a.m., the result from meter uu14407362 was hi (greater than 600 mg/dl). At 11:51 a.m., the result from meter uu14407362 was 429 mg/dl. At 11:55 a.m., the result from meter uu14407362 was 170 mg/dl. At 11:59 a.m., the result from meter uu14330687 was 203 mg/dl.

Manufacturer narrative:
The strips were returned for investigation. Replacement product was sent. The investigation is ongoing.

Manufacturer narrative:
It was confirmed that no test strips are expected to be returned for investigation. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.